Event description:
According to the reporter: physician feels that the #1 monosof gs 21 60" catalog number cn854 suture used on two of his patients may have been faulty causing them to return to surgery. What was the original intended procedure? Surgical closure device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Additional information requested via email: 1. How was the suture faulty? (Did the suture break, not hold, disintegrate, etc) 2. Was this issue the same for both patients? 3. Is all lot/product/incident information consistent for both patients? 4. What was done to address the product problem? 5. Will the device be returned for investigation as reported? 6. Was there any unanticipated tissue loss as a result of this problem? 7. Was there any tissue damage as a result of this problem? 8. If yes, describe the damage and provide details on how the damage was treated/corrected. 9. Was the damage irreversible? 10. Was there blood loss of 500cc or more due to the product problem? 11. Did any additional blood loss resulting from this product problem require a blood transfusion? 12. Was surgical time extended by more than 30 minutes due to the product problem? 13. Did anything fall into the patient's cavity? 14. If so, was it retrieved? 15. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)16. What was the reason for the patient's re-operation? 17. How many days after the original surgery was the re-operation performed? 18. What was the procedure performed during the original surgery. 19. How is the patient now?

Manufacturer narrative:
(B)(4).